Event description:
The customer alleged that the suction tube collapsed and prevented the suction from working properly. The collapsed tubing was alleged to contribute to a pneumothorax in the patient. The hospital staff placed a tongue depressor on the tubing in order to support the tubing for continued use.